Event description:
The customer reported that the etco2 function would not turn on during use on a pt. There was no report of negative pt outcome due to the device behavior.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.